Event description:
The investigator reported that the pt underwent the index procedure with pre-treatment balloon angioplasty and delivery of one assigned drive stent in the proximal rca. There were no clinical sequelae. The angiographic core lab reported a 29% final residual in-lesion stenosis with no dissection and tmi 3 flow. The post-procedure course was uncomplicated, and the pt was discharged two days later on asa and clopidogrel. A protocol re-study approx. Eight months later, without recurrent clinical symptoms and without a positive functional ischemia study, revealed an 88% type ii in-stent restenosis reported by the angiographic core lab. The pt underwent repeat revascularization with balloon angioplasty of the proximal rca. During the 5 year contact, the site was informed by the pt's wife that the pt expired approx. Four and a half years into the study in the nursing home. The circumstances of the pt's death are unk. When queried for additional information, the site responded that there was no contact to the family doctor since six months prior to the pt's death, and no medical records related to the event death, as well as death certificate was available. An autopsy was not performed. Cannot rule out possible cardiac death.

Manufacturer narrative:
Evaluation codes/results: possible cardiac death.